Manufacturer narrative:
Pending engineering evaluation.

Event description:
While reaming the glenoid, the pilot tip portion of the reamer broke off inside the patient's bone. It was not retrieved. The surgeon did not want to damage the glenoid and left the tip behind.

Manufacturer narrative:
Engineering evaluation noted that the broken reamer reported wa slikely the result of reaming off-axis, which allowed for a torque on the tip of the device, leading to ultimate failure.

Event description:
While reaming the glenoid, the pilot tip portion of the reamer broke off inside the patient's bone. It was not retrieved. The surgeon did not want to damage the glenoid and left the tip behind.